Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump may have over delivered insulin. The customer¿s sensor glucose level was 30 to 40 mg/dl at the time of the incident. The customer was treating off sensor glucose. Troubleshooting was completed but did not resolve the issue. The customer was calling to find out about suspend before low in pump manual mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connected into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded.